Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of pelvic pain ("severe and persistent pain"), uterine cancer ("uterine cancer"), ovarian cancer ("ovary cancer"), neoplasm malignant ("chemical toxicity- cancer") and genital haemorrhage ("heavy bleeding/excessive bleeding") in a 41-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "patient did not use birth control". The patient's medical history included gravida ii, parity 2 ((B)(6)1993 and (B)(6)2011), hypothyroidism, abdominal pain lower, throbbing pain, uterine fibroid and ovarian cyst. *hysterosalpingogram test. Very painful and after that was when the constant stabbing pain in pelvic started, in 2012. Previously administered products included for an unreported indication: ibuprofen and dilaudid. Concurrent conditions included overweight, gluten free diet and pain (for 3 years the pain comes and goes and its not everyday.). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced the first episode of pelvic pain ("stabbing/throbbing pain lower left abdominopelvic region/stabbing pain/stabbing/throbbing abdominopelvic region (lower left) pain"), 8 months 23 days after insertion of essure. On (B)(6)2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), nausea ("nausea"), hypoaesthesia ("numb hands/ numb feet") and fatigue ("fatigue/constant fatigue") and was found to have weight increased ("weight gain"). In january 2014, the patient was found to have neoplasm malignant (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), chemical poisoning ("toxic chemical reaction to ethylene oxide use"), allergy to metals ("allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure"), dysgeusia ("could taste metal/metal taste in my mouth"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions/mental anguish and suffering associated with my physical injuries"), menorrhagia ("long menstrual cycles"), acne ("acne"), alopecia ("hair loss") and abdominal pain ("pain") and was found to have uterine cancer (seriousness criterion medically significant) and ovarian cancer (seriousness criterion medically significant). The patient was treated with surgery (she underwent essure removal). Essure was removed on (B)(6)2013. At the time of the report, the last episode of pelvic pain, weight increased, fatigue, dysgeusia, menorrhagia, acne and alopecia was resolving and the uterine cancer, ovarian cancer, nausea, hypoaesthesia and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, chemical poisoning, dysgeusia, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, mental disorder, nausea, neoplasm malignant, ovarian cancer, uterine cancer, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: patient received treatment for severe and persistent pain, excessive bleeding. Patient not sought treatment for toxic chemical reaction to ethylene oxide use. Natural pain practitioner to detox the chemicals and to kill cancer. Current weight: 180 cross referenced with plaintiff case number : 2016-221514 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Colonoscopy - on an unknown date: all normal. Hysterosalpingogram - on (B)(6)2012: fallopian tube occlusion. Concerning the injuries reported in this case, the following one was reported via social media: gluten free, pain nos., pelvic pain, nausea, quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on(B)(6)2019: mr received : lot no. Was added. Medical history was added. Historical drug was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of the second episode of pelvic pain ("severe and persistent pain"), uterine cancer ("uterine cancer"), ovarian cancer ("ovary cancer"), genital haemorrhage ("heavy bleeding/excessive bleeding") and neoplasm malignant ("chemical toxicity- cancer") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "patient did not use birth control". The patient's past medical history included gravida ii and parity 2 ((B)(6) 1993 and (B)(6) 2011). Concurrent conditions included overweight, gluten free diet and pain (for 3 years the pain comes and goes and its not everyday.). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 8 months 23 days after insertion of essure, the patient experienced the first episode of pelvic pain ("stabbing/throbbing pain lower left abdominopelvic region/stabbing pain/stabbing/throbbing abdominopelvic region (lower left) pain"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), nausea ("nausea"), weight increased ("weight gain"), hypoaesthesia ("numb hands/ numb feet") and fatigue ("fatigue/constant fatigue"). In (B)(6) 2014, the patient experienced neoplasm malignant (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), uterine cancer (seriousness criterion medically significant), ovarian cancer (seriousness criterion medically significant), chemical poisoning ("toxic chemical reaction to ethylene oxide use"), allergy to metals ("allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure"), dysgeusia ("could taste metal/metal taste in my mouth"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions/mental anguish and suffering associated with my physical injuries"), menorrhagia ("long menstrual cycles"), acne ("acne"), alopecia ("hair loss") and abdominal pain ("pain"). The patient was treated with surgery (she underwent essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the last episode of pelvic pain, weight increased, fatigue, dysgeusia, menorrhagia, acne and alopecia was resolving and the uterine cancer, ovarian cancer, nausea, hypoaesthesia and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, chemical poisoning, dysgeusia, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, mental disorder, nausea, neoplasm malignant, ovarian cancer, uterine cancer, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: patient received treatment for severe and persistent pain, excessive bleeding. Patient not sought treatment for toxic chemical reaction to ethylene oxide use. Natural pain practitioner to detox the chemicals and to kill cancer. Current weight: (B)(6) cross referenced with plaintiff case number : (B)(4) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram test. Very painful and after that was when the constant stabbing pain in pelvic started, in 2012. Concerning the injuries reported in this case, the following one was reported via social media: gluten free, painn nos. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received: reporters details added. Event added as pain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of pelvic pain ("severe and persistent pain"), uterine cancer ("uterine cancer"), ovarian cancer ("ovary cancer"), neoplasm malignant ("chemical toxicity- cancer") and genital haemorrhage ("heavy bleeding/excessive bleeding") in a 41-year-old female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "patient did not use birth control". The patient's medical history included gravida ii, parity 2 (B)(6)1993 and (B)(6)2011), hypothyroidism, abdominal pain lower, throbbing pain, uterine fibroid and ovarian cyst. *hysterosalpingogram test. Very painful and after that was when the constant stabbing pain in pelvic started, in 2012. Previously administered products included for an unreported indication: ibuprofen and dilaudid. Concurrent conditions included overweight, gluten free diet and pain (for 3 years the pain comes and goes and its not everyday.). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced the first episode of pelvic pain ("stabbing/throbbing pain lower left abdominopelvic region/stabbing pain/stabbing/throbbing abdominopelvic region (lower left) pain"), 8 months 23 days after insertion of essure. On (B)(6)2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), nausea ("nausea"), hypoaesthesia ("numb hands/ numb feet") and fatigue ("fatigue/constant fatigue") and was found to have weight increased ("weight gain"). In (B)(6)2014, the patient was found to have neoplasm malignant (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), chemical poisoning ("toxic chemical reaction to ethylene oxide use"), allergy to metals ("allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure"), dysgeusia ("could taste metal/metal taste in my mouth"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions/mental anguish and suffering associated with my physical injuries"), menorrhagia ("long menstrual cycles"), acne ("acne"), alopecia ("hair loss") and abdominal pain ("pain") and was found to have uterine cancer (seriousness criterion medically significant) and ovarian cancer (seriousness criterion medically significant). The patient was treated with surgery (she underwent essure removal). Essure was removed on (B)(6)2013. At the time of the report, the last episode of pelvic pain, weight increased, fatigue, dysgeusia, menorrhagia, acne and alopecia was resolving and the uterine cancer, ovarian cancer, neoplasm malignant, genital haemorrhage, nausea, hypoaesthesia and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, chemical poisoning, dysgeusia, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, mental disorder, nausea, neoplasm malignant, ovarian cancer, uterine cancer, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: patient received treatment for severe and persistent pain, excessive bleeding. Patient not sought treatment for toxic chemical reaction to ethylene oxide use. Natural pain practitioner to detox the chemicals and to kill cancer. Current weight: 180. Cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Colonoscopy - on an unknown date: all normal. Hysterosalpingogram - on (B)(6)2012: fallopian tube occlusion. Concerning the injuries reported in this case, the following one was reported via social media: gluten free, pain nos., pelvic pain, nausea, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain"), uterine cancer ("uterine cancer"), ovarian cancer ("ovary cancer"), genital haemorrhage ("heavy bleeding/excessive bleeding") and neoplasm malignant ("chemical toxicity- cancer") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1993 and (B)(6) 2011). Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. On (b)(64) 2012, 8 months 23 days after insertion of essure, the patient experienced abdominal pain lower ("stabbing/throbbing pain lower left abdominopelvic region/stabbing pain/stabbing/throbbing abdominopelvic region (lower left) pain"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), nausea ("nausea"), weight increased ("weight gain"), hypoaesthesia ("numb hands/ numb feet") and fatigue ("fatigue/constant fatigue"). In (B)(6) 2014, the patient experienced neoplasm malignant (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain, uterine cancer,ovarian cancer (seriousness criterion medically significant), allergy to chemicals ("toxic chemical reaction to ethylene oxide use"), allergy to metals ("allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure"), dysgeusia ("could taste metal/metal taste in my mouth"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions/mental anguish and suffering associated with my physical injuries"), menorrhagia ("long menstrual cycles"), acne ("acne"), alopecia ("hair loss") and treatment noncompliance ("patient did not use birth control"). The patient was treated with surgery (she underwent essure removal). Essure was removed on (B)(6) 2013. On (B)(6) 2012, the abdominal pain lower had resolved. At the time of the report, the pelvic pain, weight increased, fatigue, dysgeusia, menorrhagia, acne and alopecia was resolving and the uterine cancer and ovarian cancer outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to chemicals, allergy to metals, alopecia, dysgeusia, fatigue, genital haemorrhage, hypoaesthesia, menorrhagia, mental disorder, nausea, neoplasm malignant, ovarian cancer, pelvic pain, treatment noncompliance, uterine cancer and weight increased to be related to essure. The reporter commented: patient received treatment for severe and persistent pain, excessive bleeding. Patient not sought treatment for toxic chemical reaction to ethylene oxide use. Natural pain practitioner to detox the chemicals and to kill cancer. Current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram test. Very painful and after that was when the constant stabbing pain in pelvic started, in 2012. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet and medical records received- all relevant history, concurrent condition, treatment drug added.events severe and persistent pain, uterine cancer, heavy bleeding/excessive bleeding, heavy bleeding/excessive bleeding, stabbing/throbbing pain lower left abdominopelvic region/stabbing pain/stabbing/throbbing abdominopelvic region (lower left) pain, bloating, nausea, weight gain, numb hands/ numb feet, fatigue/constant fatigue, toxic chemical reaction to ethylene oxide use, chemical toxicity- cancer, allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure, could taste metal/metal taste in my mouth, essure caused or aggravated any psychiatric and/or psychological conditions/mental anguish and suffering associated with my physical injuries, long menstrual cycles, acne, hair loss, patient did not use birth control. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.